Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54 mg/dl, 54 mg/dl compared to readings of 260 mg/dl, 220 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, and no issue was observed. The watermark was observed at the base of the sensor tail indicating that the sensor trail inserted properly. The sensor data extracted successfully using an approved software. The sensor was found to be in sensor state 7 with event log 147, 212 and sensor state 8 with event log 9 which are an indication that the sensor had terminated due to an unknown error. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was further investigated, and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). The inspection revealed no issue of contamination and no component damage. However, the sensor was unable to be read with approved software after de-casing. Attempted to activate and reprogram the sensor to perform a source measurement unit (smu) test however a full event log message was observed. This message prevented the sensor from performing the smu and poise voltage tests to verify the sensor functionality and electronics. Therefore, further investigation is unable to be performed for this issue. Therefore, issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit met specifications prior to release to distribution. Additional information: section h4 (device mfg date), section d4- serial number and UDI were updated based on returned product. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54 mg/dl, 54 mg/dl compared to readings of 260 mg/dl, 220 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.